Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The service technician noted the following action taken: repair. The device has been serviced and functional testing has been performed in accordance with service manual 532.001-532.010. During the pre-repair diagnostic assessment the service technician identified the following failure: motor seized, rough running. The service technician identified the probable root cause : normal wear if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive-motor is too noisy. No more information available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: service history review of the device has been performed. The review indicates that the device has not been serviced during the past six months. There is no information relevant to the current complaint issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.